Event description:
It was reported that the catheter was being placed into the pt's right ij in the iccs. Upon removing, the swan ganz catheter from the sheath, the cap came off the introducer. The pt began to bleed and a gloved hand plugged the opening until a wire was passed allowing a new psi to be inserted into the right ij. There was no delay in treatment, no pt death, and no pt complications were reported. The pt outcome was okay. The clinician noted the swan ganz was lined up correctly for removal and when gently pulled and the cap came off.

Manufacturer narrative:
(B)(4). Sample will not be returned.